Manufacturer narrative:
This report is submitted on november 15, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with oral and IV antibiotics. The device was explanted on (B)(6), 2022 and the skin-flap was re-constructed.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 6, 2023.